Event description:
It has been reported to philips that, geometry was not available. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. The field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available. To resolve this issue, the fse swapped the control room module temporarily. The customer order and replaced the geo module on their own. After which the system was returned to good working order. The codes were updated based on the investigation outcome.